Event description:
Information was received, from a foreign healthcare provider (hcp) via a distributer (dist). Regarding a patient receiving gabalon (40 mcg/day, concentration unknown) via intrathecal pain pump. Indicated for cerebral hemorrhage. It was reported, that the patient had an abdomen pocket infection. The recovered date was noted as (B)(6) 2024. The causal relationship to the drug was unrelated. The causal relationship to the pump, catheter and programmer were none. The causal relationship with the procedure was unknown. As of (B)(6) 2024, the patient was referred to a different hospital, as the pump had protruded from the abdominal pocket. So an infection was suspected. The treatment policy was determined by removing the pump system. On (B)(6) 2024, the entire pump system was removed. And the infection would be treated with future re-implantation to be discussed. It was further reported, that subfascial detention may have been avoided, but considering the time and effort of refilling, it was up to the implantation facility to decide. The infection was in the abdomen only and did not spread to the back. The hcp reported, that if it were to be re-placed in the future, the pump position and subfascia placement should be considered. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.